Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The lesion being treated was located in the tight, calcified proximal left anterior descending (lad) artery. The physician attempted to place the 3.00x20mm promus element stent, but was unable to cross the lesion. While pulling back the stent, it became stuck to the tip of the guide catheter. The whole system was removed. The physician tried to place the same promus element again and experienced the same result. No patient complications were reported. Patient status reported as "stable". This product is only ous approved but it is similar to an approved us device.